Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to pt800 failed.